Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up.

Event description:
Our affiliate in another country was contacted by an optician who reported an acanthamoeba keratitis which occurred in 2009. The optician did not have treatment details as the incident had resolved by the time the patient was seen. The patient was being refit in a single day lens after treatment was complete. The patient was left with a large peripheral scar od but no residual visual deficit. The pt had received treatment at an eye hospital but details are unknown. The patient had been using optifree replenish but had switched to another device all in one solution for lens disinfection a month prior to onset of the event. No additional information is expected. No product is available for evaluation and lot information is not provided. Age of patient is unknown. MDR reportable events are reviewed in quarterly management review meetings.